Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from the sample handling section of an architect i1000sr analyzer. The customer immediately turned the analyzer off. An abbott field service engineer found the syringe assembly was damaged and had leaked and caused burning on the syringe board. Also, the 5v fuse was blown. The engineer replaced the fuse and the syringe assembly to resolve the issue. There was no adverse impact to patient management or injury to personnel reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse event for the customer's issue. Labeling was reviewed and found to be adequate. The complaint represents a singular malfunction of the syringe assembly and fuse. A product deficiency was not identified.